Manufacturer narrative:
The pt has residual pain behind the patella. Surgery is scheduled to implant a patella implant and exchange the poly inserts. The native patella was not resurfaced during the primary procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The pt has residual pain behind the patella. Surgery is scheduled to implant a patella implant and exchange the poly inserts. The native patella was not resurfaced during the primary procedure.